Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 07 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
FDA medwatch / FDA user facility report # mw (B)(4) received on 16-sep-2019, and the following information was provided: "an x-ray incidental to dobhoff placement, indicated dobhoff tube had a break in it. Break was located in the stomach. An additional bedside x-ray was performed to confirm break. After confirmation, tube was removed successfully all in one piece. No fragments left behind in patient's stomach. Large break visualized in the removed tube, that appeared to have stemmed from a weakened area in the tube. Patient required new tube and missed out on several hours of enteral nutrition."